Event description:
During a laparoscopic colectomy procedure, the cartridge came out of the device as the surgeon fired. A new device was opened and the case was completed. There was no pt consequence.